Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had power error detected alarm. The blood glucose was 90 mg/dl at the time of the incident. Customer reported that, the insulin pump has not been exposed to temperatures below 5 degree celsius. Troubleshooting determined that, the insulin pump should be replaced. Customer advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Power error alarm due to j6 connector resistance issue. Analysis identified product meets specification? No.